Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that laser takes more time than normal on small refraction. Treatment took 32 seconds. There was no affect on the patient till that moment. Upon follow up, patient complained of corneal haze. Epithelium defect was reported and is not completely healed. Bandage contact lens was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of treatment report shows the treatment for right eye has two breaks (breaks time 35s) so it is normal that the treatment time is longer than normal. The root cause for the breaks could not be identified. (B)(4).